Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a stent dislodged inside the patient. The lesion was located in the mesenteric artery. Lesion details are unknown. The express sd 5.0x19mm stent delivery system was unable to cross the lesion. The stent came off the balloon. The stent was partially flared and dislodged in the bypass graft between the aorta and the superior mesenteric artery (sma). A symmetry balloon was advanced in an attempt to pull back the stent, but was unsuccessful. A sterling balloon was then inserted and inflated, and the stent was deployed and expanded in the vessel. The stent had residual incomplete opening on the distal side. Flow to the target vessel was lost, and an unverified dissection was reported as a potential cause of the loss of flow. However, it was noted there was contralateral flow. The procedure was not completed due to this event. It is unknown whether the target lesion was treated at a later date. It was further reported that the stent delivery system was not passed through the sheath more than one time. The stent was placed through the sheath and then deployed and the balloon was removed. The balloon was used only one time. The stent and the balloon were not passed through the sheath more than one time.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a stent dislodged inside the pt. The lesion was located in the mesenteric artery. Lesion details are unk. The express sd 5.0x19mm stent delivery system was unable to cross the lesion. The stent came off the balloon. The stent was partially flared and dislodged in the bypass graft between the aorta and the superior mesenteric artery (sma). A symmetry balloon was advanced in an attempt to pull back the stent, but was unsuccessful. A sterling balloon was then inserted and inflated, and the stent was deployed and expanded in the vessel. The stent had residual incomplete opening on the distal side. Flow to the target vessel was lost, and an unverified dissection was reported as a potential cause of the loss of flow. However, it was noted there was contralateral flow. The procedure was not completed due to this event. It is unk whether the target lesion was treated at a later date.

Manufacturer narrative:
Device evaluation summary: originally reported: returned product consisted of an express sd stent delivery system (sds) with no original packaging or other devices. Visual and tactile inspection of the device revealed that the stent had been dislodged from the sds. Microscopic examination of the distal end of the device revealed damage to the distal tip. There was no evidence of any material or manufacturing deficiencies that could have contributed to the tip damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is determined to be user related, as the device was reportedly inserted and removed a couple of times, which may have contributed to the reported stent dislodgement. Based on further information reported: returned product consisted of a express sd stent delivery system (sds) with no original packaging or other devices. Visual and tactile inspection of the device revealed that the stent had been dislodged from the sds . The balloon was able to be inflated to 10 atm which is the nominal inflation pressure for this device. Microscopic examination of the distal end of the device revealed damage to the distal tip. There was no evidence of any material or manufacturing deficiencies that could have contributed to the tip damage or stent dislodgement. The most probably root cause is determined to be operational context, as device performance was limited due to anatomical/procedural factors.